Event description:
It was reported, the pt underwent percutaneous transluminal angioplasty for a restenosis of the right superficial femoral artery. At the end of the procedure, an angio-seal was inserted into the puncture site. Three days later, the pt was readmitted because of acute ischemia of the right leg. The ankle-brachial index was 0.34. The pt underwent a surgical exploration of the right common femoral artery which revealed a thrombus around the polymer bar of the angio-seal occluding the vessel. The device was removed and, after endarterectomy, the arteriotomy was closed with a dacron patch. The postoperative course was uneventful and the pt was discharged four days later. At discharge, the leg was warm and the ankle-brachial index was 0.67. However, the pt was readmitted because of a deep groin wound infection which was debrided twice. Three months later, the wound had healed and the ankle-brachial index was 0.67.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined; however, reportedly severe artherosclerosis of the femoral bifurication most likely contributed to the vessel occlusion due to the angio-seal having been entrapped in a stenotic area. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in pts with clinically significant peripheral vascular disease.